Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, its screen was dark.the customer reported there was a delay in dispensing medications to the patient.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b date of event. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer and module controller board was defective. A field service engineer found drawer 2.2 and its module board were short during resistance check hence replaced both. Hardware test application was passed and pharmacist completed configuration and inventory of med in drawer 2.2. Proactive inspections process was performed. The system functioned as intended after the fse repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, its screen was dark. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.